Manufacturer narrative:
The reported events of ¿the helix got bent and the sending parameters were not coming¿ were confirmed. A complete lead with stylet inserted was returned in one piece. The helix was extended, clogged with blood/tissue and was found bent consistent with procedural damage which contributed to the event of helix got bent. X-ray examination showed the inner coil at the connector region was over torqued and some filars were broken consistent with procedural damage. Electrical testing found internal shorts due to the over torqued inner coil. The cause of the reported event of "parameters were not coming" was isolated to the shorting of conductors due to the over torqued and broken filars of the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented to hospital for an implant procedure. Upon multiple repositioning attempt, it was noted that the low voltage lead's helix was bent and the lead exhibited failure to sense. The low voltage lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.